Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. See scanned pages.

Event description:
The implant failed due to pt bone condition and health habit. The implant was placed at #24 and removed after 7 months. Poor oral hygiene. Traditional 2 stage.